Event description:
It was reported that during ra lead revision procedure, once the new lead was connected to the chronic device and the pocket was closed, atrial undersensing and variations in ra impedance were observed. The pocket was reopened and the ra lead was disconnected from the device, however the lead could not be reconnected. The device was explanted and replaced. All measurements were normal with the new device. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of difficulty inserting the atrial lead was confirmed in the laboratory. Visual inspection identified excess epoxy in the aring contact spring. It is believed that the excess epoxy prevented the lead from fully inserting into the header.